Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have roll input disk broken into pieces inside the housing. Other components near the broken inputs were damaged which may indicate potential improper reprocessing. Bearing corrosion was observed. Failure analysis found the secondary failure unintuitive motion to be related to the customer reported complaint. The instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulator (mtm); however, the grip tips moved in the opposite direction. This behavior was observed in the roll direction and presented on 3 out of 3 installs, indicating a misalignment of the coordinate frames during the engagement sequence. This failure is likely due to the broken input disk observed.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the cadiere forceps instrument had non-intuitive movement. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.